Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), resistance was encountered when fully inserting the leads into the header ports. The leads were able to be fully inserted and all measurements were in normal range. No adverse patient effects were reported. The crt-d remains implanted and in service.